Manufacturer narrative:
(B)(4). Batch # r59a6y. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when it was "not possible to make the anastomosis", was it not possible to fire the device? The anastomosis is necessary during this recovery procedure of the colon. It is normally performed with staples but here, the staples did not allow to perform the anastomosis. The device could deliver staples but the staples could not be closed. Did the healthcare professional receive audible & tactile feedback when firing the device? No audible feedback, no "click" signal but the surgeon had the feeling that the device was not completely closed. Were the donuts inspected? No, because there was not stapling. Was a complete washer transection confirmed? Not applicable. Were there any staple formation issues identified? Yes, the staples did not be closed.

Event description:
It was reported that during a left colon continuity repair procedure, it was not possible to make the anastomosis, the device is defective. No patient consequence was reported. There was 5 minutes of delay. Use of another device to complete the procedure.